Manufacturer narrative:
Concomitant medical products: product ID: 3587a25, lot #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3587a25, serial/lot #: (B)(4), ubd: 06-feb-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) rsd/causalgia-complex regional pain syn. It was reported that in (B)(6) 2018, the patient started feeling uncomfortable stimulation in the wrong location (left rib and flank) when they would turn stimulation up. It was confirmed the patient had not experienced a fall or trauma. The rep met with the patient on (B)(6) 2018. When they interrogated the ins with the physician programmer, a power on reset (por) code with parity error 0x400 appeared. They checked impedances but they were normal. The cause of the por and the uncomfortable stimulation was not known at the time of the report. It was reviewed with the rep what different factors could contribute to the reported issues. The rep stated they would discuss with the doctor. Additional information was obtained from the rep. They reported that the stimulation that was felt in the wrong location had a sudden onset. The cause had not yet been determined. The patient was scheduled for ins replacement surgery. It was confirmed that the parity por that had occurred had been resolved. Additional information was received from the rep on january 3, 2019. They reported the ins and the lead were explanted and discarded by the customer. They were replaced with a 2x8 paddle lead and newer model ins. No further complications were reported or anticipated.